Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing a shocking sensation in the area at the top of the ipg while the system was turned off. It was reported the sensation was random, and it felt like the sensation would travel up his back. The sjm rep met with pt, but the issue could not be resolved. The pt was provided with a new program to try to stop the issue from recurring.